Event description:
It was reported that the image was foggy at the corner. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the inspection of the optics, a mechanical impact mark/deformation was found in the distal area at the edge of the solder seam. Furthermore, a leak was detected between the eyepiece bridge and the base housing during the vacuum test. The image is blurred due to moisture penetration in the edge area. The customer's information can be confirmed. The optics appear cloudy and blurred at the edges. When examining the individual rod lens segments in the system tube, moisture was detected. Since the slight mechanical damage to the distal solder seam could not be held responsible for this, the optics were subjected to a vacuum test. This revealed a leak at the connection between the eyepiece bridge and the base housing. No further damage was found on the optics. The leak can be attributed to a failure of the adhesive bond between the two components applied at the factory. The leak allowed moisture to enter the system, which had a negative effect on the image quality. This is an isolated fault. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified.. The event is filed under internal karl storz complaint ID: (B)(4).